Manufacturer narrative:
Examination of the returned product confirms the reported material fracture. Visual examination finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The reported event remains under investigation. When additional information is received the complaint will be reopened. Corrective action not indicated at this time.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of a fractured liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised because of a fractured liner. Doi: (B)(6) 2007 dor: (B)(6) 2013 (unknown hip). Examination of the returned product confirms the reported material fracture. Visual examination finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. No additional information was obtained. The reported event remains under investigation. When additional information is received the complaint will be reopened. Corrective action not indicated at this time. Update: the supplier investigative report has been received. The density of the insert was analyzed and found to be according to the valid specifications. There are no indications of any preexisting material defect. A misalignment of the liner and cup is suspected but could not be conclusively determined due to the damage present. Product material or manufacturing error was not identified. Corrective action not indicated at this time. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.